Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: 694965 lead 2006-08-02.

Event description:
It was reported that the atrial lead had high thresholds. The lead was clipped, capped, and replaced. No patient complications have been reported as a result of this event.